Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Data investigation confirmed signal loss over one hour. The probable cause was the transmitter and app were unable to establish a connection. In addition, it was noted in in data that the signal loss alert was disabled and the sensor failed at 11:28 pm on (B)(6) 2025. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, before going to bed, the patient reported his cgm was ¿working fine¿, however, could not recall his cgm value before going to sleep. The patient was also wearing an omnipod insulin pump. The patient then woke up 4 days later, on (B)(6) 2025, in the intensive care unit (ICU). The patient was told his wife found him unresponsive on (B)(6) 2025 and called ems. Once ems arrived, the patient bg meter reading was 600 mg/dl. The patient¿s cgm was removed. The patient ¿speculated¿ that the ¿cgm might have not worked during his sleep and the omnipod pump stopped delivering insulin¿. Ems transported the patient to the hospital where he was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The patient was treated with IV insulin and IV fluids. The patient was discharged on (B)(6) 2025 with a bg meter reading within ¿normal range¿ (no specific value was provided). The patient was ¿feeling better¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.